Manufacturer narrative:
The sections were updated on this report. Complaint conclusion: during a stenting procedure to the sagittal sinus with a precise pro rx carotid system, it was reported that upon deployment, the delivery catheter separated in the patient. The physician removed the unit as one with no stent deployment. There was no report of patient injury. The procedure was completed successfully and no other complications were caused by the cordis device. The product will be returned for analysis. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The lesion was not calcified. However, there was severe tortuosity and severe vessel angulation. The stent delivery system did not pass through any acute bends. The event did not require snaring of the separated device. One non-sterile precise pro rx us carotid system was received coiled inside a plastic bag. The unit was received not deployed. The valve was received closed. Per visual analysis a separation condition was found between wire lumen and pod at 10 cm from distal end. A bent condition was observed on the distal section. Elongated conditions were observed on the separated areas. Dried blood residues were observed on the device. No other anomalies/damages were observed. Per the pet team, after the unit was reviewed under vision system, it was concluded that the separation was probably caused due to excessive force/manipulation of the device a device history record (DHR) review of lot 17676746 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿stent delivery system (sds)-ses- separated - in patient¿ was confirmed due to received product condition. However, the exact cause of the separated condition as well bent condition found on received precise unit could not be conclusively determined, since during the visual and microscopic analysis the device presented evidence of elongations on the separated areas. The elongations observed suggest that the device was induced to excessive force. Based on the information available for review, vessel characteristics (severe tortuosity and severe vessel angulation) or procedural factors (excessive force) may have contributed to the event as evidenced by damage noted on the outer member during analysis. Per the instructions for use, the precise pro rx us carotid system is not indicated for treatment of stenosis in the sagittal sinus. According to the instructions for use ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot 17676746 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. (B)(4). The product is being returned for analysis, however has not yet been received. Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure to the sagittal sinus with a precise pro rx carotid system, it was reported that upon deployment, the delivery catheter separated in the patient. The physician removed the unit as one with no stent deployment. There was no report of patient injury. The procedure was completed successfully and no other complications were caused by the cordis device. The product will be returned for analysis. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The lesion was not calcified, severe tortuosity and severe vessel angulation. The stent delivery system did not pass through any acute bends. The event did not require snaring of the separated device. Procedural cd is not available.